Manufacturer narrative:
The field service engineer replaced the sample needle and pressure sensor and confirmed the module was running within specifications. The customer did not have any further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3, ureal urea/bun, and chol2 cholesterol gen.2 results with a cobas pro c 503 analytical unit. On (B)(6) 2021, the initial bilt3 result was 113 umol/l. The repeated result on an integra 400 plus was 265 umol/l. On (B)(6) 2021, the initial ureal result was 2.8 umol/l. The repeated result on an integra 400 plus was 24.7 umol/l. On (B)(6) 2021, the initial chol2 result was 0.49 mmol/l. The repeated result on an integra 400 plus was 4.13 mmol/l. The questionable results were not reported outside of the laboratory. It is unclear if the results are from the same patient or different patients. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.